Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation -product performance engineering reviewed the incident info. In this case, there was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the product instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling. The 3.0 x 12 mm xience v (part 1009547-12, lot 8010761), indicated has been filed under the same MFR#.

Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: restenosis without treatment. Device issue: no device malfunction has been reported. It was reported via a trial, that on (B) (6) 2008, the pt underwent stenting of the pre-dilated distal circumflex artery with one xience v stent. The pre-dilated 1st obtuse marginal artery (om-1) was implanted with one xience v stent, and the pre-dilated mid left anterior descending artery (lad) with two xience v stents. At the pt's (B) (6) 2009 f/u visit, the pt reported 3 weeks of chest pressure/tightness usually occurring during activities, but also at rest. A stress perfusion scan revealed small anterior/lateral ischemia. On (B) (6) 2009, the pt underwent repeat cardiac catheterization which revealed mild to moderate stenosis of the lad, just distal to the previously stented index region extending into the diagonal branch, not felt to be hemodynamically significant. Additionally, there was moderate stenosis at the ostium of the previously stented index om-1. A non-invasive ischemia study (ECG at rest, exercise test) was negative. There was no reported treatment. The pt was not hospitalized. The condition is continuing. There is no add'l info available.